Event description:
Meter was reading higher than usual. While troubleshooting, he performed two blood tests with results of 223 and 111 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.